Manufacturer narrative:
Investigation conclusion: the report of pi events was confirmed through the analysis of the submitted log file; however, a specific cause for the reported events could not be conclusively determined through this evaluation. The majority of the events captured in the submitted system controller log file were routing power exchanges and pi events. No atypical alarms were captured and the pump remained above the low speed limit for the duration of the log file. The submitted log file appeared to show the system operating as intended. The patient remains ongoing on vad support and no further issues have been reported. Bleeding is listed in the hmii IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. The patient care and management section of the hmii IFU lists hypovolemia is listed as a listed as a potential risk and adverse event as well as a potential last postimplant complication. This section stated that physiological factions that affect the filling of the pump, such as hypovolemia, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. The hmii IFU contains information on all system parameters, including pulsatility index (pi). The hmii IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient had pi events that was caused by gi bleed and hypovolemia. Log files were submitted for review and during the analysis of the log file by manufacturer's technical service that there was 237 pi events within 16 hours. All pi events will cause the hmii vad speed to drop to its low speed limit. On (B)(6) 2019 it was reported that the patient had orthostatic dizziness, generalized malaise, black starry stools. The patient was transfused with prbc one week later, hgb stable, and patient had an appointment with gi on (B)(6) 2019. No further information was provided.